Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced an inappropriate shock. Interrogation of the device revealed this right ventricular lead displayed high out of range impedance measurements and increased threshold measurements. Normal sensing and shock impedance measurements were obtained. The daily impedance measurements had increased suddenly. A revision procedure was performed. This lead was surgically abandoned and replaced successfully. In addition, the device (f102 sn (B)(4)) was removed and replaced due to normal battery depletion. The replacement device and lead were implanted on the patient's opposite body side. No adverse patient effects were reported.